Event description:
Overdose[overdose] case description: non-serious (this case was upgraded to a medical device report). This case, MFR control number 216165, is a spontaneous report from united states referring to a female pt of unknown age. A consumer reported this case. A genentech pcs has been assigned as case #3445. No pt medical history, concurrent illnesses, allergies, or concomitant medications. On a date not reported, the pt rec'd nutropin aq (0.3mg). Treatment indication, dosing frequency, route administration, and lot number were not reported. On a date reported, the pt complained that the nutropin aq pen knob was "fully depressed, the medication kept coming out (can tell when pt pulls out the pen needle-patient self injects)." The family member stated that this has happened 3 times. The pt was in the hosp the past three months but not because of the overdose, "for something else". Laboratory tests were done and monitored the pt, and "she has not had anyt adverse effect." Action taken to nutropin aq treatment was not reported. The event outcome was not known. The reporter did not report a causality assessment of the event overdose in relation to nutropin aq. Add'l info has been requested. In 2005, this case was upgraded to a medical device report. Multiple attempts to contact the reporter have been unsuccessful. The pcs evaluation summary is pending. Three months later, the final results for pcs 3445 were re'd from genentech qa product quality dept, which reported the following: no sample was returned to genentech. In the absence of the complaint sample, no evaluation was possible and the cause of the reported defect could not be determined. At the time this investigation was completed, there was one other medical complaint for the nutropin qa pen, lot l515. As a corrective action the device was replaced by spoc. Four days later, a letter summarizing these results was sent with return receipt request to the consumer. No furhter info is expected. Pharmacovigilance: the pt experinced an apparent overdose related to the use of the nutropin aq pen, but here was no associated adverse event resulting form the overdose. The case will be sub mitted as an MDR report due to the potential for an adverse event if the overdose were to recur. A pcs evaluation is going.

Event description:
The pt received nutropin aq (0.3 mg). The pt complained that the nutropin aq pen knob was "fully depressed; the medication kept coming out (can tell when pt pulls out the pen needle-pt self injects)." The family member stated that this has happened 3 times. The pt was in the hospital the past 3 months but not because of the overdose, "for something else". Laboratory tests were done, and the pt was monitored, and "they have not had any adverse effect." The event outcome was not known. The reporter did not report a causality assessment of the event overdose in relation to nutropin aq. The pcs evaluation summary is pending. Pharmacovigilance: the pt experienced an apparent overdose related to the use of the nutropin aq pen, but there was no associated adverse event resulting from the overdose. A pcs evaluation is ongoing.